Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to failure to heal.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapsed post hysterectomy, cystocele/rectocele, urethral hypermobility with mixed urinary incontinence, and weakened pubocervical fascia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal atrophy and vulvitis.